Event description:
It was reported that the right atrial (ra) lead was removed during the implant procedure because it was faulty/malfunctioning. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specification. (B)(4).